Event description:
Related manufacturer reference number: 2017865-2022-48160. It was reported the patient presented in clinic for follow-up. Upon interrogation it was noted the right ventricular lead was oversensing noise. Programming changes were made but the right ventricular lead continued to oversense noise. The patient was brought in for lead extraction. During interrogation, it was determined the atrial lead exhibited poor sensing and noise. The atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition before, during, and after the procedure.